Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead defibrillator encountered high impedance due to incorrect fixation of the lead in the device header as a result of a implantable cardioverter defibrillator (ICD) setscrew and/or grommet issue. A new connection of the rv defibrillator pin in the device header was established with good measurements after connection. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.